Event description:
Internal report-number: (B)(4). During placement of spinal needle, the pt began to feel that she would pass out and leaned to the side. The spinal needle was removed and it was noted that the distal 1 inch was missing and presumed in the pt. The pt received CT scan that confirmed the needle tip near the l3 spinous process. The pt was scheduled for removal by surgeon the following day.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. If no additional info becomes available, pajunk considers this file as closed. Physician's narrative/ expertise: my examination of the two needle fragments showed that there were six marks, three bends and a fourth bend that was so severe that the needle actually broke in two. The marks looked like forward and back slashes. The bends were all in the same plane with the outlet hole in profile, arguably its strongest orientation. The bends were 10 degrees, 1-2 degrees and 45 degrees. The break was a result of a 110 degrees bend the other way. I believe the tip somehow snagged on the spinous process, perhaps when pt felt faint. I believe it was leveraged a second item, perhaps against soft tissue, perhaps a ligament, then further manipulated by doctor causing bends. The final bend occurred as needle was removed past and beyond the site of the snag.